Event description:
It was reported the patient is experiencing discomfort at the ipg site. The patient has lost 150 lbs and now the ipg is positioned too low for comfort. Surgical intervention is pending to address this issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.